Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the right atrial lead was explanted due to dislodgement. No further information on patient condition.

Event description:
New information received stated that the patient was not symptomatic as a result of the dislodgement. The procedure went without any adverse events and the patient was well post procedure.